Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system did not start. Review of the log file shows issues with host pc bootup. Review of the log file shows issue with startup of host pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that host pc's hard drive was not booting despite restarting the equipment several times, also host pc was turned on and off directly from computer and observed hard drives booted with same issue. To resolve the issue, the fse replaced the host pc and hard disk drive. The defective parts were returned for analysis, for host pc no failure was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.